Event description:
A customer reported that two knives were found to be blunt upon making the incision. No patient harm was reported. This report concerns the first of the two reports.

Manufacturer narrative:
An opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and was found to have a damaged tip and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to alcon's acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. The root cause cannot be determined. (B)(4).